Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the coil detached prematurely inside the catheter. A 20mm x 40cm interlock¿-35 was selected to treat a renal aneurysm. During the procedure, it was noted that the interlocking arm of the coil detached prematurely inside the catheter and remained stuck inside the catheter. The physician removed the device with the detached coil inside the catheter. The procedure was completed with a non bsc coil and 035 non bsc glide catheter. No patient complications were reported and the patient status was fine. However, device analysis revealed a missing interlocking arm of the main coil.

Manufacturer narrative:
Device evaluated by MFR.: a non-boston scientific catheter, a delivery wire and an introducer were returned for analysis. A visual inspection revealed that the main coil was stretched and jammed in the catheter. The delivery wire was kinked and no damaged noted on the introducer sheath. A microscopic inspection revealed the interlocking arm of the main coil was missing. The interlocking arm of the delivery wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that an ¿035 terumo¿ microcatheter was used during the procedure. The dfu states: "this catheter is not compatible with the coil as the coil is designed to be used with a boston scientific imager ii selective diagnostic catheter. Failure to comply with these instructions will impact the performance of the coil. The damage to the main coil and delivery wire is most likely caused by the inability of the coil to be advanced/ retracted smoothly in the catheter and an added resistance being inflicted on the device." The most probable root cause is considered user related.